Manufacturer narrative:
The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the lot history records did not show any anomalies during the manufacturing process. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate: "during ptio2 probe placement, the plastic ring of the drill broke. The ring was retrieved. The procedure was lengthened from 30 to 45 min. No patient consequence was reported."

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the collar is made of polyethylene and houses a set screw that is used to tighten the collar to the drill to prevent drilling too deep. The collar basically acts like a stop or depth gage. An allen wrench, provided in the kit is used to tighten the set screw. Based on the failure mode, the set screw was over torqued, leading to a catastrophic failure of the collar. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.